Event description:
Health care professional reports a fiber laek noted during initiation of patient treatment. Health care professional reports the dialyzer was replaced and treatment continued. Health care professional reports an estimate 0f 175cc blood loss. Health care professional reports that the dialyzer was reprocessed prior to this event. Health care professional reports no patient injury or medical intervention required due to this event.

Manufacturer narrative:
MFR received one used sample for evaluation. The dialysate side was charged with water, one end of the dialysate side was capped, and air was applied by 1.5kgf/cm3.g from the other side of the blood side. Air bubbles were observed leaking from one of the surface fibers at the root of the urethane part of the venous side. This dialyzer was reprocessed by the customer proir to noting the leak.